Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a prime step completed with 25 units of insulin on the event date. The pump was primed during investigation, and a large prime volume was not required. The complaint of a large prime volume was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that 25 units of insulin were required for drops of insulin to come out of the tubing following a call service alarm. The tubing was allegedly already primed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.